Event description:
Additional information was received stating that the vns patient underwent generator replacement surgery on (B)(6) 2008. It is unknown if the lead was revised at the time.

Event description:
Additional information was received indicating that both the generator and lead were replaced on (B)(6) 2008.

Event description:
Initial reporter indicated the pt had high lead impedance indicating a possible lead malfunction. Good faith attempts have been made for add'l info surrounding the event which have been unsuccessful to date.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.